Event description:
Our facility uses anesthesia on pediatric patients during radiation treatment of pediatric patients. On the anesthesia system is a philips mp70 monitor. Since 2006, the mp70 monitor has had approximately 18 failures spanning six (6) mp70 monitors (monitors are swapped out when they fail). In the event of a failure, the IV-mp70 main board 100mhz 8mb data flash (part number: m8050-68423) has to be replaced in the monitor. The reported failures include: monitor will not come on, screen blank, will not boot up, and dead monitor. No other model of monitor has been used because the features of the mp70 are needed to perform the procedure. The failures occur every 3-6 months and require the board replacement. On two occasions the philips field service representative reloaded the software on the board, the board was not replaced and the unit was returned to service. The unit needed service again in 1 month after being returned to service.philip has been contacted and they are working on deterring the cause of the problem. They have requested the "ambient radiation levels in the room while the machine (linear accelerator) is operating. Philips is all so asking for any information about the magnetic flux levels and rf energies". The mp70 monitor initially was staying in the radiation treatment room at all times even while not in use. The storage location has been changed and the unit is now being stored outside of the radiation therapy environment. This is a recent storage location change and we do not now if this will affect the rate of failure.manufacturer response for monitor, physiological, intellivue (per site reporter): initially they stated this is not happening anywhere else. Since then they are investigated and are researching the issue.